Event description:
The time of event is unknown.there was no report of patient harm.video image failure (blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the insertion flexible tube fluid damage, the segment fluid damage, the control body fluid damage, the ccd module with drive pcb fluid damage, the lcb (light carrying bundle) fluid damage, the ccd drive pcb fluid damage, the us connector cable (long) fluid damage, the lg connector fluid damage, the ultrasound connector body cracked, the control body corroded, the lg connector corroded, the shield cover corroded, the operation channel (primary) leak, the operation channel (primary) cut, the warning/caution label worn out, and the us connector cable (long) bump; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.